Manufacturer narrative:
Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial non-physiologic oversensing was noted on stored electrograms (egm). It appeared to be due to implantable cardioverter defibrillator (ICD) electromagnetic interference. The patient experienced syncope. The ICD remains inuse. No further patient complications have been reported as a result of this event.